Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited loss of sensing leading to pause episodes. It appeared to be due to loss of device contact with the tissue. Few artifacts similar to noise were noted. Normal signal was noted upon reestablishing the contact. No intervention was performed. The patient was stable and will continue to be monitored.